Event description:
The customer observed erratic clinical chemistry urea nitrogen quality control performance throughout the day. The customer stated discrepant urea nitrogen results were generated on the architect c8000 and reported to medical practitioners after acceptable control values had been generated. The samples were retested and amended reports were issued. The customer provided an example of the discrepant patient results: sample 3 initial result: 2.3, repeat result: 3.2 (unknown units of measure). There was no known impact to patient management.

Manufacturer narrative:
This report was submitted in error. Please reference manufacturer report number 1415939-2011-00622 for the correct report.

Manufacturer narrative:
(B)(4). The cause of the falsely negative or decreased clinical chemistry urea nitrogen results was due to visible particulate or visible mold in the reagent cartridges. Abbott issued a product recall letter to all customers with instructions to discontinue use and to discard/destroy any suspect cartridges and order replacement reagents.